Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Initial reporter phone: (B)(6). Initial reporter email is not available / unknown. [Conclusion]: the healthcare professional reported that during the coil embolization of a major aorto-pulmonary collateral artery (mapca), the first 3mm x 6cm galaxy g3 xsft (glx120306 / l10848) was used, but there was heavy resistance felt between the coil and microcatheter (unknown brand) when the coil was being inserted into the microcatheter. The physician attempted to resheath the introducer, but the sheath broke and the introducer could not be resheathed. The coil was replaced with a second 3mm x 6cm galaxy g3 xsft (glx120306 / l11776). The replacement coil was advanced to the tip of the microcatheter, but the coil did not exit the microcatheter. The physician attempted to resheath this coil but the introducer sheath became broken and the device could not be resheathed. The microcatheter was replaced with another microcatheter and a new 3mm x 6cm galaxy g3 xsft coil was used and the procedure was resumed to completion without any issue; the procedure was reported to be completed safely without any patient adverse event or complication. It was reported that adequate and continuous flush was not maintained through the microcatheter; the device was prepped without any issue or difficulty. There was no damage noted on the device prior to use. Excessive force was not applied on the device and the device did not fragment in the patient. The product was returned for evaluation. The investigation for the first 3mm x 6cm galaxy g3 xsft (glx120306 / l10848) is documented below. Investigation summary: the non-sterile 3mm x 6cm galaxy g3 xsft coil was returned and was received contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed protruding from the introducer and in kinked condition. The introducer was inspected; it was zipped, kinked and saturated with residues of dried blood inside. The resheathing tool was in good condition. The marker band was found at 41cm from the hub. This is within specification. The resheathing tool was inspected and was observed to be in good condition. The coil introducer was observed outside of the resheathing tool, unzipped and in good condition. Microscopic inspection was performed. The v-notch was inspected and was observed to be in good condition. The resistance heating (rh) was inspected through the introducer and was noted to be in good condition. The embolic coil was observed to be in stretched condition. The condition of the returned device with the kinked dpu and the kinked introducer saturated with residues of dried blood precluded functional testing. Visual inspection of the coil introducer confirmed the reported damaged sheath. The dpu protruding from the introducer that is noted to be kinked and saturated with dried blood suggest that force was likely applied. The residues of dried blood confirmed the documented inadequate and non-continuous flush through the microcatheter. A review of manufacturing documentation associated with this lot (l10848) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Visual inspection confirmed the reported failure documented in the complaint that the sheath was damage. The condition of the introducer and dpu precluded functional testing on the device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction while adequate and continuous flush was not maintained through the microcatheter may have contributed to the reported event. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. The coil stretched condition was not originally reported in the complaint, however, with the dpu protruding from the coil introducer that was also kinked and saturated with residues of dried blood, suggest that excessive force may have been inadvertently applied during the handling of the device; this may also have caused the coil to become stretched. The exact cause of the stretched coil condition cannot be conclusively determined. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 3mm x 6cm galaxy g3 xsft coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2019-01165. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of a major aorto-pulmonary collateral artery (mapca), the first 3mm x 6cm galaxy g3 xsft (glx120306 / l10848) was used, but there was heavy resistance felt between the coil and microcatheter (unknown brand) when the coil was being inserted into the microcatheter. The physician attempted to resheath the introducer, but the sheath broke and the introducer could not be resheathed. The coil was replaced with a second 3mm x 6cm galaxy g3 xsft (glx120306 / l11776). The replacement coil was advanced to the tip of the microcatheter, but the coil did not exit the microcatheter. The physician attempted to resheath this coil but the introducer sheath became broken and the device could not be resheathed. The microcatheter was replaced with another microcatheter and a new 3mm x 6cm galaxy g3 xsft coil was used and the procedure was resumed to completion without any issue; the procedure was reported to be completed safely without any patient adverse event or complication. It was reported that adequate and continuous flush was not maintained through the microcatheter; the device was prepped without any issue or difficulty. There was no damage noted on the device prior to use. Excessive force was not applied on the device and the device did not fragment in the patient. The product was returned for evaluation which revealed that the embolic coil was stretched. Based on the product analysis on 8/26/2019, this event has been deemed MDR reportable as a ¿malfunction.¿